Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and magnification with issues noted. The visual inspection noted missing blue pull cap. Functional testing was performed which included leak testing, clear passage test, and a clamp function test. All functional testing performed was acceptable. The reported condition was verified. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the doctor opened the package of product, they found that the blue protection cap was missing. There was no patient involvement. No additional information is available.